Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (severe angulation), (use of thoracic device in the abdominal aorta). Eval, conclusion: (severe angulation), (use of thoracic device in the abdominal aorta).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 6.8 cm abdominal aortic aneurysm approx 10 months ago. The vessel morphology from the time of implant was reported as the aortic neck was severely angulated and 35 - 37 mm diameter. Iliac vessel morphology at the time of implant was not reported. A talent thoracic cuff was placed proximally via the right iliac at the time of implant, but the cuff had landed very low on the right side. No intervention was performed at that time. A recent angiogram revealed a proximal type I endoleak, as the taa cuff appeared to being sitting anteriorly and was approx 1 cm below the lowest left renal and approx 2 cm below the right renal. As the talent taa cuff was implanted low initially, there was no migration. The endoleak was initially thought to be type ii endoleak. Currently, the proximal neck was angled approx 70 - 80 degrees, which is unchanged since the implant, and the aortic neck dilated slightly to 39 - 41 mm in diameter. There has also been aneurysm sac growth from 6.8 cm to 7.2 cm. One month ago an endurant cuff was placed inside the bifurcated stent graft/taa cuff, and a 44x44x54 talent taa cuff was placed proximally via the left iliac with adequate overlap and landed right below the lowest left renal and a few mm below the right renal. The endoleak was resolved. No add'l clinical sequelae were reported, and the pt is fine.